Manufacturer narrative:
Minor bleed/hematoma/asae: the cause of the access site adverse event was user related as the issue resolved by fixing the angle matching.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 52-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left anterior descending artery (lad), and the obtuse marginal artery (om). During the procedure, the patient had access site bleeding and a hematoma to the site. The hematoma was compressed and hemostasis was obtained after proper angle matching and a dressing was placed. After transfer to the intensive care unit (ICU), the urine was noted to be amber. There was no drop in platelets and the pump was at p-8. The previous echocardiogram showed the impella in optimal position within the left ventricle. The post-procedure outcome is unknown. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Section h medical device has been updated. Section g manufacturing site name has been updated.